Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed an x-rays disable message. A system reboot was required in order to regain functionality. There is no report of pt injury associated with this event.